Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 14aug2024. At this time, the unloaded voltage was under the acceptable threshold as compared to the loaded voltage, triggering the alarm. The alarm remained active until the primary controller was exchanged with the backup controller. Through log file analysis, the system controller appeared to be functioning as intended. The system controller (serial number hsc- (B)(6) was not returned for analysis. Per additional information, the alarm resolved upon exchanging the primary and backup controllers. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number hsc- (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 31aug2023. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 24mar2023. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (bb) fault, and the system controller was changed out without notifying the clinic of any alarms/issues one month before coming in on (B)(6) 2024. This was only discovered in clinic when checking the patient's backup controller as the patient had mentioned a backup battery fault message. Other alarms were also observed in the log files on the backup controller in clinic on (B)(6) 2024 including low flow alarms. The event log file recorded a bb fault event on 14aug2024 at 0:14:50. The event appeared to have occurred after the system controller attempted a load test. The recorded data indicated that the driveline was disconnected on (B)(6) 2024 at 0:58:02.